Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unit was received with partially broken off piece and a cracked at the reservoir tube lip. Unable to perform displacement test due to physical damage. Traces of corrosion were found at the electronic and motor assemblies per visual inspection. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case, and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Caller blood glucose reading was 110 mg/dl. Troubleshoot was performed. Caller stated the insulin pump was exposed to water prior blank display; the insulin pump vibrated prior to turning off. Insulin pump will be returning for analysis.